Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stomach resection in a laparoscopic gastric sleeve, the stapler was unable to fire. They noted that they were able to press the green button, but unable to squeeze the handle. They used another reload to complete the case. There was no patient injury.